Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headache. There was no report of serious patient harm or injury.  There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headache. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspections of the device was completed by the manufacturer and found no contamination. An internal visual inspections of the device was completed by the manufacturer and found an unknown dust contamination on the blower seal and iso port o-ring. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of error. The device was applied power and the device operated properly. The manufacture concludes the contaminates found were consistent with unknown dust contamination on the blower seal and iso port o-ring inconsistent with sound abatement foam. There was no evidence of sound abatement foam degradation. In previous report b3, and b4 date was incorrect. Correct b4 date should be - 09/28/2022.